Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 3. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp. The tsr had the hp recycle the machine to a system error 2367 occurred. There was no reason found for the message so the tsr informed the hp to use a manual bag or start over using new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the patient mentioned the alarm but she had no further information regarding the alarm other than the issue was resolved and therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.